Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 546mg/dl. The caller stated that her grandson jumped on her. The customer removed the cannula and it was bent. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.